Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. (B)(4)

Event description:
It was reported that the clinician observed a ventricular high rate episode which appeared to be noise due to external electromagnetic interference. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.